Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer dialed into the station using remote smart services (rss) and assisted the rx tech with recovery. The rx tech was advised to pull on the drawer while the recover button was pressed. The rx tech was able to pull the drawer open and removed a piece of paper from the drawer that had been causing the obstruction. The rx tech was then able to successfully recover the drawer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3 experienced a drawer failure. The system displayed an error message stating "requires maintenance". Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.